Manufacturer narrative:
The investigation for the pump stop has been completed. According to clinical data, the pump stop occurred on day 10 of support. Patient stood up abruptly at the time of the alarm. No data logs were returned. The pump stop was reproduced in the lab with alarm #115 and the electrical reading showed an open electrical line. Upon inspection, it was discovered that the motor cables in the red handle on the patient cable side were necked and the ground cable was broken. This is evidence of excessive force during support and aligns with the clinical mention of the pump stop occurring when the patient stood up abruptly. The root cause of the pump stop was determined to be an electrical open issue due to excessive force.

Manufacturer narrative:
The impella device was received from the customer on 20-jun-2024 and therefore, an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: direct aortic insertion: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella 5.5 support there was an impella stopped alarm with a flat motor current reading 0/0. Impella was attempted to restart on same aic (automated impella controller) multiple times without success. At one of the last attempts to restart there was a motor current spike seen. The pump was transferred to a new aic with an attempt to restart which was also unsuccessful. At the time of the alarm, the patient had stood up abruptly and all three fixation anchors had ripped from the patient¿s chest. The device was surgically removed at the bedside, patient tolerating removal well.